Manufacturer narrative:
The device was not returned for investigation and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a mitral valve repair/replacement, aortic valve repair/replacement, aortic root enlargement with concomitant left atrial ablation and left atrial appendage exclusion using an achv45 device. Due to proximity of pulmonary artery, surgeon positioned clip more posteriorly than typical placement. When coming off bypass and cross-clamp, EKG changes were noted. It was observed that the clip was pushing on the left anterior descending artery. The clip was removed. A balloon pump was inserted and subsequently removed the following day. The patient was recovering normally and in normal sinus rhythm. The left atrial appendage was left untreated. The patient had no preoperative diagnosis of atrial fibrillation. There was no reported device malfunction, and the adverse event was the result of a procedural complication.